Event description:
Event description cpi received information that this ventak av implantable cardioverter defibrillator displayed a fault code message, emitted erratic beeping tones and exhibited a cessation pacing. The patient is pacemaker dependent. The fault code message appeared while trying to save data to disk during a follow-up. When the data began saving to disk, the patient indicated that he felt 'extremely' ill and when the save was completed, the patient indicated he felt fine. The representative re-connected the surface ECG cables and while attempting to save the data to disk again, he observed a cessation of pacing and heard erratic beeping tones. The wand was quickly removed and pacing resumed and the erratic tones ceased. The fault code was able to be cleared. The device has been explanted.